Manufacturer narrative:
Insulin pump was received with cracked display window corner and minor scratched liquid crystal display window. (B)(4).

Event description:
The customer reported that the insulin pump had minor scratches on the screen. It was also mentioned that there were cracks on the insulin pump. Customer's blood glucose was 69 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.